Event description:
It was reported that the device hit a low point and tipped over with patient on the cot causing injury to patient.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service tech. It was found that the unstable cot leading to tip was not due to any component level defect. This issue was resolved for the customer by verifying functionality and ensuring nothing else was needed from stryker at this time. A stryker senior quality assurance engineer reached out to the account for more information on the patient injury on (B)(6) 2023 and (B)(6) 2023 and no response was received. A written request was sent with a request to contact stryker if the customer required further assistance. If this should occur, this investigation may be reopened and additional details added.

Event description:
It was reported that the device hit a low point and tipped over with patient on the cot causing injury to patient. Attempts are being made to gather additional details from the user facility regarding the injury.